Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and low sensing was noted on the right ventricular lead. The lead was replaced after repositioning attempts were unsuccessful to resolve the event. The patient was in stable condition.